Manufacturer narrative:
A clinical investigation was performed. The fmc associate medical director agreed with the clinical investigation conclusion that the large drain volume was the result of incomplete prior drains puls ultra-filtration due to non-compliance and the pt stopping the drain phase. Hernia's are a known complication of peritoneal dialysis. The cycler cannot cause a pd catheter site infection. The actual device was returned to the manufacturer for eval and a product investigation was performed. A simulated treatment was completed without any alarms or noted problems. The device was determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported hernia, overfill, and exit site infection. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis (pd) pt reported drain complications for the past 3 nights. The pt stated he had an infection, a hemorrhage, and a drain of 5778ml from a fill of 2254ml. The reported drain volume was (B)(6) over the expected drain volume. The pt had stopped several treatments without completely draining, resulting fluid accumulation, and consequently a large drain volume. During a f/u call, the pd nurse stated that the pt had an exit site infection and an umbilical hernia. The pd nurse stated that there was no hemorrhage event. The pt was treated with antibiotics and hernia surgery. There was no reported malfunction with the device.